Event description:
Error messages were displayed upon interrogating of the device object of this report prior to implantation. Then, error messages were also displayed at the end of the session resulting in blank screen. No description of the error messages was provided. Device was not interrogated again before the pt was released from the hospital. Same event involving same programmer ((B)(4)) was reported for two other devices ((B)(4)) reported under MDR #9610579-2010-00540 & #9610579-2010-00541.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. No conclusion can be drawn: no analysis could be performed, since relevant data were not provided. Please refer to the attached analysis report (B)(4) for complete details. Reportedly, error messages were displayed while the device was interrogated before implantation procedure. Error messages were also displayed at the end of the implantation procedure, when interrogation was ended. The reported event could not be investigated because: none of the useful expertise files (implant session log file - (B)(4) & manager log file (B)(4)) were provided. Since the programmer software was re-installed, these files will not be recovered. No description of the mentioned error messages was provided. Reportedly, no re-interrogation of the device was performed after the implantation, and the same problem was observed with 2 other ovatio devices: (B)(4). A new programmer installed in the ep lab also exhibited the same problem, but this new programmer was observed to operate properly in the pacemaker clinic, so environmental conditions could be suspected. Regarding the device involved in this report, in case normal f/u data and tests results are observed at next control, there will be no further action to perform: normal f/u intervals will apply. Regarding the programmer behavior, a new complaint can be submitted if the event recurs, but all expertise files will have to be provided, as well as a detailed description of error messages, in order to conduct the investigation.